Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, this supplemental report is to inform correction to g3 of the initial medwatch. Submitted. The correct aware date is 1/10/24 and not 1/11/24. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to misalignment of electrical contact, the displayed image is flickering. Detachment of the coupler unit was observed and the cable unit was found depressed. A device history review was completed, and no issues were identified. Per instruction for use (IFU), it states, ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. ¿ olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head had a choppy and blurry image when handling the cable. There were no reports of patient harm.